Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, the field service engineer (fse) stated that the customer requested the service visit to be cancelled as an ongoing procedure was in progress in the cath lab, and the field service engineer acknowledged the request and deferred the activity accordingly. No further investigation was required.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a door failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.